Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the touchscreen being unresponsive during inspection. It was also noted that the printer was non functional. The internal fan was noisy. The floppy disk drive was difficult to read. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to print, the printing paper was changed out but this failed to resolve the issue .the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.